Event description:
It was reported by a nurse in hospice that a vns pt was about to pass away due to a seizure disorder and wanted to disable the patient's device. Further info was received from a company representative indicating she was notified by the patient's family that he passed away on (B)(6) 2011. Additional info was received from the funeral home at which the pt was taken, and info from the funeral home indicated that the generator was to be removed and given to the patient's family. At the moment, the patient's cause of death is unk as well as relationship to vns. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.